Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use, a peritoneal dialysis (pd) patient experienced a fluid leak from the "shut off valve" of a transfer set. Subsequently the patient developed peritonitis. The cause of the leak was not reported. It was not reported if the patient was hospitalized for the event. The transfer set was changed approximately six to seven months prior to the event. Treatment for the peritonitis was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection with the naked eye of the provided pictures did not show visual evidence of a leak from the twist clamp. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.